Event description:
An event involving a plum 360 infuser was reported. During transport of an intubated emergency department patient to the medical imaging department for a scan, the infusion pump delivering propofol unexpectedly stopped functioning. The pump had been disconnected from power for less than 30 minutes prior to the transfer. Emergency department staff promptly intervened to maintain adequate sedation during the procedure. After the patient returned to the emergency department, the pump was reconnected to an ac power source, as no alternative pumps were available. The event occurred while the device was operating on its csb battery. There were a patient involvement and no harm reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown. Possible serial number: (B)(6).